Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces for analysis. Visual examination found two external abrasions breaching the sheath consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.